Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that approximately a month after being implanted with a vns the patient was admitted to the hospital due to cellulitis at the bottom edge of the chest incision. The patient was placed on antibiotics. It was noted by the physician that the infection appeared to be superficial. Further follow-up found that the infection was well controlled and the patient was getting better. No additional relevant information has been received to date.

Event description:
Medical records were received which reported the serial numbers of the generator and lead that were implanted. A review of manufacturing records confirmed both the lead and generator were sterilized prior to implant.